Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 32 mg/dl and emergency medical service was called. Customer was treated by ems on (B)(6), 2015. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer's blood glucose at the time of call was 255 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.